Event description:
It was reported that the patient developed a staph infection at the lead site in (B)(6) 2014. The patient just found out last week that the lead wire was fractured and was poking out of the skin and this was causing the infection. The patient had been through 2 rounds of antibiotics, but it had not worked. The health care provider (hcp) said the lead needed to come out or the patient would die. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0235470v, implanted: (B)(6) 2003, product type: lead; product ID 3093-28, lot# j0235470v, implanted: (B)(6) 2003, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the event occurred "about a year ago." At the time of the call, the lead wire was "sticking out of her body" and the lead was "bunched up in the base of her spine." The infection had resolved, but the consumer alleged that the device was "defective" and wanted the device taken out.